Event description:
A flexima catheter was used for therapeutic fluid collection from the thoratic space. During the procedure, after unlocking catheter, some resistance was felt so catheter was cut and removed from patient. The thread from the catheter was left within the patient with a length exposed at the skin surface. The patient attended x-ray where the thread was pulled from the skin. There were no further complications reported with this event.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.